Event description:
It was reported that a malfunction occurred on the pump. No information was received regarding any adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact support if any issues reoccurred.